Manufacturer narrative:
Additional information: the reported field complaint of no device communication was confirmed. After the device can was opened, analysis revealed inside components were covered with dried residue. Sem spectrum indicated the residue substance contains elements consistent with elements commonly found in body fluid. Analysis suggested that the battery voltage was depleted rapidly due to a short circuit created by the fluid intruding through the seam weld opening.

Event description:
During a follow-up in clinic, it was impossible to interrogate the device. A magnet was placed on the device and there was no response. The device was explanted and replaced and the patient was stable with no consequences.